Event description:
False low advia centaur xp ipth 2 test results were obtained by the customer on four patient samples and considered discordant when compared to the patient's calcium and vitamin d test results. There was no known report of patient treatment being altered or adverse health consequences due to the discordant ipth test results.

Manufacturer narrative:
A siemens field service engineer (fse ) was sent to the customer site for system inspection and found no system issues. The customer's quality control (qc) results was within acceptable limits. The cause for the low advia centaur xp ipth results when compared to the calcium and vitamin d clinical results is unknown. There are no patient samples available for further investigation. The instruction for use (IFU) in the limitation section states the following: " results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. Interpretation of intact pth values should always take into account serum calcium results and the interrelationship between these two elements in various disorders involving pth and calcium. It is recommended that the intact pth results should always be interpreted with caution and with consideration of the overall clinical manifestations even when used in conjunction with calcium values. It should be noted that some overlap of intact pth values does exist from patients with various parathyroid disorders. Measurement of intact pth is useful in differentiating between hypercalcemia due to hyperparathyroidism and hypercalcemia of malignancy. However, the assay is not intended as, and should not be relied upon as, a diagnostic indicator of malignancy. It is also extremely important to ensure that patient samples have been handled and stored correctly. Incorrect handling of samples will result in a loss of intact pth." No further action will be taken unless relevant information has been provided by the customer.